Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va09lqt, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial#(B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the stimulator was ¿not doing any good¿ and the patient still had ¿mishaps.¿ it had ¿not been working¿ since (B)(6) 2014. When the patient moved, they lost their programmer and since then experienced a loss of therapeutic effect and could not regulate the device. The patient wanted the device removed so they could have an MRI and take care of their back rather than receiving a replacement programmer. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.